Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were failed. A field service engineer found that the main enhanced half height drawers 4.1 and 4.2 failed to be detected on the bus. Diagnostics were run and confirmed that both drawers were not detected. Inspection of the drawer backs showed no indicator lights. Both drawer controller boards were disconnected from the module board, and the station was powered on, with no lights present on the module board. The module board was replaced, and the station was powered on with drawer 4.1 controller board connected, during which a clicking noise was observed and no indicator lights were present. The same test was performed on drawer 4.2 without issues. The controller board in drawer 4.1 was then replaced, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 and drawer 4.2 experienced failures. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.